Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this atrial lead was found to be fractured. The daily measurements noted the fracture appeared 5 months prior and was not found until the patient underwent a device replacement procedure. To date, there have been no adverse patient effects reported.